Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029781, medical device expiration date: 2024-01-31, device manufacture date: 2019-01-29, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & difficult/unable to operate on lot # 9029781. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 100ct us plunger is difficult to operate. This occurred on 10 occasions during use. The following information was provided by the initial reporter: material no. 320749 batch no. 9029781, unknown. It was reported that pen needle partially releases insulin and has to push down hard on the plunger. Verbatim: issue: consumer reported pen needle partially dispenses the insulin and he has to press the plunger really hard. It works during the priming. He has stopped using those needle it happened about 3 weeks ago. Issue: pen needle partially dispenses the insulin has occurred in the past with other box. Consumer uses new needle each time of his injection. He stated he visually test the needle to see if it is straight. He stated he does the priming. He stated he firmly attaches the pen needle on to the pen. Advised consumer to save the samples if re occurs. Offered to send the replacement to his pharmacy.